Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient feeling sti mulation at the ins site could not be determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient (pt)  since implant it has not worked to help their symptoms, at implant the manufacturing representative (rep) could not find a program that would send a message to them, their symptoms are like they were prior to the evaluation and when trying to use their external equipment they got the message that said: not connected. (Clarification revealed pt was placing the communicator against the handset when trying to communicate with the ins.) Reviewed interstim therapy optimization information, control equipment general use and function, reviewed the option to increase stim and worked with pt to successfully synch with the ins and increase stim on their current program. Pt wanted to increase far enough so they felt stim and when they felt stim, they stated they felt it at the ins site. Reviewed if stim was felt it should be comfortable and in their bike seat area and pt decreased back to where they no longer felt any stim. Recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms. Pt said they also have a gynecologist appointment tomorrow.